Manufacturer narrative:
(B)(4). Report source - foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00079.

Event description:
It was reported that during initial hip arthroplasty, the inserter would not disengage the femoral stem. The stem was then removed and replaced with a second device. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Reported event was confirmed by product return and evaluated. Visual inspection of the stem found it to be in excellent condition with no evidence of damage. Visual inspection of the stem impactor identified wear and tear across the entirety of the device, indicative of repeated use across the life-span of the instrument. The potential field age of the device was determined to be approximately 16 years. It is unknown how many times the device was used during this field life. The tip of the impactor exhibited severe testing and was unable to functionally mate with the appropriate profile gauge. A trial fit was performed using the returned stem. The stem accepted the impactor with resistance due to the severity of damage. Material hardness of the impactor was determined to be conforming to print specification. Review of the device history record for identified no deviations or anomalies that may have caused or contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.